Event description:
Reporter alleged that he obtained 380 mg/dl result on the compact plus system and took 15 units of humalog based on that result. Reporter stated that he began to feel dizzy and passed out about 15 minutes later. Reporter stated that his wife called an ambulance and the next thing he remembers is being awaking in the hospital with an IV of sugar attached to him. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.